Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The patient's relevant medical history was they have a history of self catheterization and wanted the implantable neurostimulator (ins) to help with this. In conversations with the nurse, the patient has recently had urinary tract infections (uti) and the nurse suggesting begin catheterizing at the beginning and end of day to fully empty their bladder; the patient was also changed to program 2. The diagnostics performed related to bladder not emptying were bladder scans. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s bladder was not emptying for a couple of months. The patient met with a manufacturer¿s representative on (B)(6) 208 for a programming adjustment, but is still experiencing the issue of bladder not emptying. Patient declined troubleshooting assistance and wished to speak with the rep, and patient services emailed the rep. It was not known at time of initial report whether the reason for implant was retention. No further complications were reported or are anticipated.